Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following could not be completed with the limited information provided: date of event - unknown. Product ID ¿ unknown. Device code - unknown. Device info - unknown. Date implanted - unknown. Date explanted - unknown. PMA/510(k) number ¿ unknown. Manufacture date ¿ unknown. Event is being reported to FDA on one medwatch since the limited information available indicates that a revision procedure occurred. Should additional information be received regarding the revision procedure, the complaint will be reassessed and, if warranted, further medwatch reports will be submitted.

Event description:
It was reported that patient underwent total knee arthroplasty on an unknown date. Subsequently, a revision procedure was performed on an unknown date due to unknown reasons. During this procedure all components were removed and replaced with antibiotic cement spacers. It was further reported patient underwent a revision procedure on (B)(6) 2016 in which the antibiotic cement spacers were removed and replaced with total knee components. During the procedure, white dust was discovered in the sterile packaging of two vanguard polyethylene bearings. A different polyethylene bearing was used to complete the procedure.